Event description:
It was reported that during a second attempt to place a stent graft over a pseudoaneurysm in a left forearm loop graft, the doctor went in sheathless through the left arm access graft venous side. It was noted that the doctor met some resistance and the catheter extended beyond the outer sheath. The doctor was concerned that it would not work, so he removed the device without trying to deploy the stent.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for evaluation. The safety clip was in place upon receipt of the sample. The tuohy borst adapter was opened, the 2-way stop cock was missing. The stent was within the system. No defects were found. The reported problem could not be reproduced. No deviation could be noted on the product. A patency test with an angiomed guide wire .035" could be preformed without problem. During the functional test the stent graft could be released without issue. For this reason, the alleged complaint could not be confirmed. As stated in the event description, the physician intended to place the fluency stent graft in an a/v access graft. According to the information received no introducer sheath was used during the procedure. This application represents an off-label use. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The information for use (IFU) supplied with this product states that the safety and effectiveness of the this device for use in the vascular system has not been established.